Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they were having trouble with the insulin pump for several days. They pulled out the tubing because it was not working. The customer¿s blood glucose level would stay high such as 332 mg/dl and 299 mg/dl. The customer could not get the piston to rewind after changing the infusion set. The customer was assisted with rewinding the insulin pump. The customer was advised the high blood glucose could have been due to set occlusion. The customer treated their high blood glucose with injection. The customer declined troubleshooting for infusion set issues. The product will not be returned for analysis.